Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller reported blood glucose results of 360 mg/dl on compact plus system 1, 95 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent. Meter was discarded by the customer, replacement sent.